Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus inside the pump. The device was returned assembled. The driveline was severed approximately 8 inches from the pump housing. The severed portion of the driveline was not returned. All parts of the sealed inflow conduit were returned. The sealed outflow graft, outflow graft, bend relief, bend relief collar, and outlet elbow were returned. The inlet bearing cup and rotor bearing ball revealed a dark red, tissue-like deposition. The thrombus had areas that were denatured and had a ring-like structure with laminate layering, which are indications that it likely developed over an undetermined period of time around the bearings while the pump was in operation. The deposition was of moderate size and would have impeded flow if it was present during pump operation. Although a specific cause for the deposition and a time frame for which it was present in the pump could not be determined, it would have potentially contributed to the report of elevated lactate dehydrogenase (ldh). Additionally, the depositions would have created additional resistance on the spinning rotor, potentially contributing to the identified power elevations and speed drops. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 80 days.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with suspected pump thrombosis. Pump power was elevated. Lactate dehydrogenase (ldh) was up from 300-400 u/l to 600s u/l. Patient denied tea colored urine. System controller history interrogation showed transient power elevations and flow elevations. Patient underwent right heart catheterization (rhc). Ramp echocardiogram revealed the aortic valve (av) did not close with increased pump speed. Previous echocardiogram, av was closed with higher pump speed. On (B)(6) 2017 the patient received a pump exchange. No additional information was provided.